Event description:
It was reported that during deployment of a vena cava filter, the delivery hub pulled away from the introducer hub, which resulted in the filter being misdeployed in the right iliac vein as the two hubs were reconnected. A snare was used to remove the filter without incident and another filter was successfully deployed. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.